Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving sensor error alarms. The customer's blood glucose level at the time of incident was reported to be 126mg/dl. It was reported that the customer tried to change sensors, but the sensor's needle came off when the customer placed it on the inserter. The customer was advised that the sensors would be replaced, and the old sensors would need to be sent back for analysis.